Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the gear clamps on the 4 way valve and manifold are loose. Additional malfunction was tie wraps on the p.e. Valve being loose.